Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. Inspect the pump and no trace of moisture damage found on the electronic/motor assembly.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump being on a night table that had runoff from a glass of ice water. Customer reported that as a result, insulin pump received a button error alarm and was not able to clear. Customer's blood glucose was 136 mg/dl. Customer was advised that insulin pump would need to be replaced.